Event description:
Additional information was received stating that prior to generator replacement surgery on (B)(6) 2015, pre-operative diagnostic results revealed high impedance. Both the generator and lead were replaced during the procedure. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the vns patient had been experiencing an increase in seizures. The patient&#39;s device showed an ifi condition. A battery life calculation using the available programming history showed approximately 1.3 years until neos = yes. Attempts for additional relevant information have been unsuccessful to date.